Manufacturer narrative:
(B)(4).

Event description:
It was reported that in a hematology unit, a catheter was inserted in subclavian: the insertion was done without any problem. During the removal of the swg, the physician met difficulties. After several attempts, the swg was removed and it was unraveled. A radiograph was done to check if any part of swg was still inside: there was nothing. No clinical consequences, the pt is fine.